Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced with a competitors ipg.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg has reached its end of life. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.